Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.

Event description:
It was reported that a loss of suction occurred. The target lesion had a complete and total occlusion with mix morphology of thrombus and plaque. A 2.1mm jetstream xc catheter was selected for a right lower extremity angiogram to treat peripheral artery disease (pad). At the start of the second pass, the device lost suction. An attempt to clear the device was made by pulling back using rex; however, the issue was not resolved. There were no patient complications, and the case was completed with another device of a different model.